Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) is programmed with the left ventricular (lv) threshold elevated. Despite this, the physician is concerned that the crt-d may be depleting prematurely. It is currently at mol2 (middle of life). Longevity calculations at the settings reported by the physician indicate this device will last 1.77 years. It has been implnated since april 2004.